Manufacturer narrative:
H6: patient code updated to reflect code 4582. Device evaluation: one cadd solis pump was returned for investigation in used condition. The investigator noted a bubbled downstream occlusion sensor seal. A review of the event history log (ehl) revealed the following. On (B)(6) 2020 7:11:26 am system fault 41,622 occurred 1 0 0 3. The 41622 error code reported by the customer was verified in the event history log (ehl). This error code was also reproduced during functional testing. The pump was alarming with error code 41622 during the motor/priming tests. The error code 41622 indicates a problem with the motor. Further testing determined that the motor was inoperable because of a high current draw. The root cause of this problem was not identified. The motor on the pump was replaced.

Event description:
It was further reported that the product problem occurred during routine preventative maintenance.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 alarmed error code 41622. No patient adverse events were reported.